Event description:
The patient reported that after about two and a half days of wearing the pod on her abdomen she had hyperglycemia with large ketones, nausea and vomiting. She was taken by ambulance to the hospital where the clinical laboratory measured her blood glucose at 700 mg/dl she was treated in the intensive care unit with infusion and intravenous insulin. The pod was removed in the hospital on (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalized. No product lot number was reported, therefore no qualification records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results or above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check if you feel nauseated or sick."